Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to reporter the tube was found broken immediately upon use. Tracheostomy tube was changed without issue. No adverse health outcome resulted from this event.